Manufacturer narrative:
Investigation of this event is ongoing.

Manufacturer narrative:
The returned device was visually inspected and found to meet all edwards specifications. Manufacturing records could not be reviewed as a lot number is unknown. Based on the information provided we are unable to determine the cause of the perforation; however, at this time, there is no allegation of product malfunction. Injuries to the coronary sinus are listed as a potential complication in the product IFU. The IFU further notes: warning: if resistance is met, stop and re-evaluate proplege device position. The proplege device should not be advanced if resistance is felt, as doing so would cause the proplege device to bend or buckle. Aggressive advancement in an attempt to engage the ostium may result in perforation or other injury. Warning: continuously monitor the pressure at the tip of the catheter. A pressure change that indicates the catheter has entered the right ventricle should be noted. Do not advance the catheter further if the tip is in the right ventricle as perforation or other injury can occur. Warning: aggressive advancement of the guidewire in an attempt to engage the ostium may result in perforation or other injury. No actions are needed at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Trends will continue to be monitored through the use of edwards quality systems.

Event description:
As reported during the use of proplege coronary sinus catheter, "the transform case did not go due to the perforation to the coronary sinus. The anesthesiologist said it was a steep angle; the guidewire went through fine but when he tried to advance the catheter, he thinks it lacerated the coronary sinus." The patient was scheduled for a mini avr but due to the laceration of the coronary sinus it became a full avr. Patient came through the surgery without further complications. The surgeon noted that because of the perforation the procedure took 45 min longer than usual.